Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. Review of manufacturer's database revealed the patient died 9 months later. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary analysis revealed the battery was at rrt with a telemetered value of 2.59 volts. Further analysis revealed the device lasted 61% of its expected longevity. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. (B)(4) actual longevity is < 80% of 99.9% longevity limit